Manufacturer narrative:
(B)(4).we are currently endeavouring to obtain further information with regard to the complaint device. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint device is not expected to be returned for evaluation. Attempts to obtain photographs have been unsuccessful. Our analysis is accordingly based on the event description and our knowledge of the product. Results: without the return of the complaint device and further detailed information we are unable to determine where the affected area was and the root cause of the problem observed by the customer. A lot check revealed no other complaints of this nature for this lot number. The complaint device is approximately 5 years old. Conclusion: insufficient information was available to enable us to determine the root cause. The lower head case of the head housing is attached to the upper case by two screws on both ends. It is possible that the broken screw boss was caused by hoop stresses imparted by the screw, resulting in the crack line over a long period of time. The warmer head can be swivelled 130 degrees left or right from center position. It is also possible for the warmer head assembly to sustain accidental impact damage. However, as no photographs were available and without the return of the complaint device, we are unable to confirm either of these.

Event description:
A hospital reported via our distributor that the head case of an iw934 baby control cosycot infant warmer is broken at the "screw level". This was found after use and no patient consequence was reported.

Event description:
A hospital reported via our distributor that the head case of an iw934 baby control cosycot infant warmer is broken at the "screw level". This was found after use and no patient consequence was reported.